Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height main drawer three was not detected on bus. A field service engineer found pyxibus controller board leds dark. Replaced pyxibus controller board to resolve the issue. Additionally, performed pm. Tested all drawers and slides to make sure they were working properly. Opened top cover, checked connections in electronics drawer. Removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple 4d dialysis cubie drawers and pockets were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.